Event description:
The following has been reported: an infusion pump administered the chemotherapy infusion (fluorouracil) significantly faster than planned. Settings were correct and checked by two people. The doctor was informed and the patient was made aware of the risks. The medical device has been retained and is available at the biomedical department." Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.